Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: c1, d1, d4, h4, h6, h8.

Event description:
Healthcare professional reported that a patient was injected with 1 cc of juvéderm® volux¿ in the chin and with 3 cc of juvéderm® voluma® with lidocaine in the malar, cheekbone, and pyriform fossa. A month later, the patient experienced an ¿allergic reaction¿ with ¿inflammation, hardness, redness and pain¿ at the chin, malar, and risorio. The patient was treated with urbason 40 mg, prednisone 30 mg, doxycycline, and hyaluronidase. Symtoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr (B)(4)) and (emdr (B)(4)). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 1 cc of juvéderm® volux¿ in the chin and with 3 cc of juvéderm® voluma® with lidocaine in the malar, cheekbone, and pyriform fossa. A month later, the patient experienced an ¿allergic reaction¿ with ¿inflammation, hardness, redness and pain¿ at the chin, malar, and risorio. The patient was treated with urbason 40 mg, prednisone 30 mg, doxycycline, and hyaluronidase. Symtoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-101160). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.